Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Event problem codes: patient code: (B)(4)- no consequences or impact to patient, labeled. Device code: (B)(4)- other (plunger did not push lens), unlabeled. Evaluation codes: method: (process evaluation) device work order search results: (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 23.5 preloaded injector in 2014. Prior to implantation, the plunger was unable to push the lens. Lens was not implanted and there was no patient contact.